Event description:
Death [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a female patient who received denture cleanser (japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. On an unknown date, an unknown time after starting japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, the patient as the reporter's mother who had been using japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 was died, and the reporter found japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 48 tablets when the reporter was sorting out the patient's room. These were things that the patient had been using before her death. It was confirmed that the back of sheets of japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 48 tablets was white, so these were things manufactured prior to 2017. Name (continued): suspect medical device #1: japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009.

Manufacturer narrative:
Argus case: (B)(4).